Manufacturer narrative:
This reported event occurred (B)(6) 2016. Despite numerous attempts to secure the device, the devices were not returned to conmed corporation until 14-apr-2016. The devices were examined and functionally tested in the laboratory; a visual inspection noted the tips of the probes were burnt and melted. No burnt tissue or eschar was observed. A functional test was performed using a system 7500¿ electrosurgical generator +abc® modes. Using a saline moistened cellulous sponge on a steel patient return plate, the tips of the probes were positioned approximately ¼" from the sponge and then activated. The beam was successfully initiated for both devices in endo, manual and automatic modes. The complaint is confirmed due to the burnt and melted insulation on the tips of each device; however, both devices functioned properly and the cause of the fire at the device tips has not been determined. The devices both functioned as expected and were not auto-activating and there was no indication of fire or flame on or near the probe tips and/or shaft of the device during electrical testing. No manufacturing defects have been identified with this investigation. The devices both functioned as expected during electrical testing. The devices were sent to conmed's denver, colorado facility, to be further evaluated by our electrosurgical research and development engineers. The evaluation of our denver engineers is as follows: both probes showed evidence of fire/high heat with melted shrink tubing, burnt tubing, discolored electrode, and soot. Good electrical connection was obtained, the wire connection to the electrode via a crimp was intact with no evidence of poor connection, and the shrink tubing did not extend to the end of the nozzle. Numerous testing simulations were performed on the devices. Separate 5mm laparoscopic foot switching probes were tested at conditions to achieve a hot ceramic nozzle and simulate potential coupling (capacitive coupling) of the device with various surgical instruments. With reasonable use, no flames or damage could be reproduced on the probe. If a 5mm lap probe is activated on a resistor or tissue for a long duration (15+ sec) at a small distance (<1mm), simulating ablation, the ceramic will get hot and glow, which can cause the heat shrink to melt and smoke. If the probe is held perpendicular to the a resistor or return, if the beam crosses the probe sideways and bends, there is potential to ignite the heat shrink after a several seconds (5+) of activation. (This testing is not considered normal use of the device). Excessive glue application at the distal end of the device on a separate probe did not catch on fire with device activation. The test scenarios that resulted in the 5mm lap probe heat shrink catching fire are extreme; i.e. If the probe is in the presence of a flame, the shrink tubing will eventually ignite and sustain until extinguished. Information concerning power settings of the esu, flow rates, what was the probe activated to, what was the probe near when it caught fire, environmental considerations in the or, was there any prep or other fluids used/ nearby, were unknown. However, there were no manufacturing or design issues identified that would have resulted in the tips catching on fire. The devices were manufactured 21 sep-2015. A review of the device history record for this lot noted no discrepancies during the manufacturing process that could have caused or contributed to this reported event. Of the lot containing four hundred (400) units, there has only been this reported complaint. A two (2) year complaint history review shows ten (10) reported complaints, including this report, for "fire at tip of device" or "tip insulation melts". Of these nine (9) additional complaints, seven (7) complaints revealed evidence of eschar within the device tips showing the devices had been in contact with the patient's tissue. One (1) complaint the tip of the device was badly deteriorated where it appeared as if the tip experienced extremely high temperatures; in this case, the esu settings were not revealed to conmed. The last additional complaint the device has not yet been returned to conmed for evaluation. (B)(4). The system 7500 utilized in this reported incident was not returned to conmed for evaluation. The unit was evaluated by the bio-med department of methodist hospital and it was reported that the device was within specifications and returned to clinical use. The laparoscopic argon beam coagulation (abc©) extended probe is a single patient use product, provided sterile. The argon gas enhanced monopolar electrosurgical device is intended to be used through a laparoscopic trocar sleeve. Use of the laparoscopic abc© extended probe is intended only in situations where you would normally use monopolar energy. These devices are intended for use with conmed© electrosurgical generators with abc© and abc© modules at settings with maximum generator voltage 6.5kv peak @ 3% duty cycle. To prevent damage to the device and prevent injury to the patient and/or end-user the IFU, instructions for use, states: do not use in the presence of flammable anesthetics, disinfecting agents, oxygen-rich environments or other combustible materials. Care should be taken during surgery to prevent inadvertent contact of the handpiece/probe tip with tissue. (Past investigations have shown that a fire resulted when the tip of the device has been in contact with the patient's tissue. When the tip comes in contact with tissue, small pieces of this tissue adhere to the ceramic tip. The tissue then burns, resulting in the fire at the tip of the device with an eschar deposit.)

Manufacturer narrative:
The device has been received at conmed corporation; however, the investigation is only in its beginning stages. A supplemental MDR will be filed on completion of the device evaluation.

Event description:
This was reported to conmed on a end-user medwatch that the event description reads: "surgeon was set to use argon beam coagulator probe for ablation on the chest wall. Before the probe was used on the patient, the argon beam tip caught fire in the surgical field and was extinguished. Probe was removed from field and replaced with new argon beam tip. The second tip also caught fire, again away from patient, and was extinguished. Both tips had the same lot number. The argon beam coagulator machine was removed from the surgical field and replaced. A third argon tip with a different lot number was used successfully. The setting on the machine was the same for each of the three tips used. Event did not reach the patient." Information was received on 22-mar-2016 from the end-user identifying the abc handpiece as a conmed catalog number 160655, abc probe, 5mm foot switching probe.